Event description:
It was reported that the patient received inappropriate therapy from the lead. Diagnostic testing/troubleshooting was performed and the physician adjusted the patient's medication. The lead remains in use. The patient is a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: d364vrm, implantable cardioverter defibrillator, (B)(6) 2012. (B)(4).